Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. H6: ec method code desc - 5: communication/interview (4111). Investigation - evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complainant returned one bakri postpartum balloon catheter for investigation. Visual examination confirmed the catheter was returned in used condition. The stopcock was attached to the inflation line. Traces of liquid were noted inside the balloon. A functional test was performed on the open device by inflating the balloon with tap water. A leak was confirmed near the distal end of the balloon material. Under magnification a puncture mark was visible on the balloon material. The balloon was penetrated by a sharp instrument or object creating a hole in the material. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded unintended user error contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that after a c-section a bakri tamponade balloon catheter was placed after blood loss of around 1300 ml, but was found to be leaking. The operator placed the bakri transabdominally by hand and then sutured the incision. After being inflated to a volume of around 250 ml a leak was detected. The operator then removed the balloon and tested in-vitro, leaking was found through a pinhole one the balloon material. Another balloon was placed to complete the procedure. After the second balloon was placed the patient lost another 80 ml. It was reported that no adverse effects to the patient were reported.